Manufacturer narrative:
Per the instructions for use (IFU), pseudoaneurysm is a potential complications associated with the transapical tavr procedure. Per the medical literature, a left ventricular pseudoaneurysm (lv psa) is defined as an incomplete rupture of the left ventricle, contained by pericardium, organizing thrombus, and hematoma. Lv psa may occur after cardiac surgery, trauma, infective endocarditis, and myocardial infarction. Catheter-directed interventions more commonly require larger arterial sheaths to be used, and the anticoagulation or antiplatelet agents that are administered can interfere with normal sealing of the puncture site. Postoperative increased ventricular wall tension may propagate a wall tear and this can result in a pseudoaneurysm. Additionally, patient risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Complaint history review revealed that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, the device was not returned for evaluation. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pseudoaneurysm could not be confirmed. However, a combination of patient factors (i.e. Htn, anticoagulation or antiplatelet agents) and procedural factors (i.e. Ta access) are likely contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As presented during the pcr lv 2018 in (B)(6), "percutaneous closure of a left ventricular pseudoaneurysm following transapical aortic valve-in-valve implantation: a case report", approximately one month after successful implant of a 23mm sapien 3 valve inside of a 23mm carpentier edwards valve by transapical approach in the aortic position, the patient was hospitalized due to a dyspnea with pleural effusion. The transthoracic echocardiography showed normal function of the valve in valve without thrombosis or paravalvular leaks. However, a pseudoaneurysm of the lateral portion of the left ventricle apex was observed. The CT scan showed a left ventricular pseudoaneurysm with diameters of 20 x 12mm and neck of 5mm. Medical therapy was given until complete resolution of the patient¿s acute heart failure. The pseudoaneurysm was closed percutaneously with an amplatzer vsd-musc 6mm device. The patient was discharged two days later. After 2 weeks, the CT scan showed complete exclusion of the pseudoaneurysm.

Manufacturer narrative:
Additional information was received. The pseudoaneurysm was detected with transthoracic echocardiography 21 days post transapical procedure. Per the physician, the cause of the pseudoaneurysm is difficult to determine because only a few cases have been described in literature. In cases of post-infarct pseudo aneurysm, it is clearly demonstrated that myocardial fragility leads to rupture of the wall. In the case of this patient we cannot assume such a mechanism because the myocardium was not infarcted. The most logical explanation is that the apex, where the surgeon sutures the myocardium, represent a point where the pressure is less tolerated and wall tension can more easily lead to rupture. The only cause of this is just the fact that the myocardium has been cut in that point, and the wound is not as resistant as the native myocardium.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.